Event description:
Initial report received from the physician who had assessed a patient that had been treated in the lips with zyplast by another physician. The patient had presented to the office with what looked like lumps of product at the treatment site. It was noted that the patient had not been collagen tested prior to treatment with zyplast and the zyplast used for treatment was a expired product. Follow up information provided by the patient, the patient had also observed blisters at the treatment site. Recent follow up findings from the physician note that the patient has been treated with a kenalog injection and that the symptoms have resolved.

Manufacturer narrative:
Device evaluation summary: we have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint. Note: it was noted in the complaint file that the product was past its expiration date at the time of implantation. Allergan medical strongly suggests that product not be used beyond the expiration date of the product.